Event description:
It was reported that a stent damage post deployment occurred requiring additional intervention. The 90% stenosed target lesion was located in a moderately tortuous and moderately calcified coronary artery. The lesion was pre-dilated using a 2x15 emerge balloon, and a 2.25 x 38mm synergy xd drug-eluting stent was advanced and deployed. However, during the final intravascular ultrasound (ivus) run, the ivus catheter became caught on the stent struts. In response, the physician had to remove the ivus catheter, but in the process, the stent became crimped. As a result, the physician deployed a 12mm stent to cover the distal edge of the crimped stent. The procedure was completed without any patient complications.